Event description:
The plate was reported broken and additional surgical intervention is planned to remove the device.

Manufacturer narrative:
Investigation concluded that devices met specifications. It is concluded that breakage of the plate is caused by use of the plate without a bone graft causing excessive and prolonged stresses on the plate which is not intended.